Manufacturer narrative:
The date of event and therapy date was sometime in 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set ¿didn't screw¿ for connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation with an unknown mini cap on the dark blue connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The mini cap received with the complaint sample was used during leak testing. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported condition was verified. The cause of the reported connection occurrence was determined to be broken occluder feet identified during visual inspection and clamp function testing. The cause of the broken occluder feet was undetermined. Should additional relevant information become available, a supplemental report will be submitted.